Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2012- correction: the previously reported results of investigation indicated that all of the keypad buttons were responsive. The statement is corrected to say the ok, up arrow and down arrow keypad buttons were intermittently unresponsive. The evaluation conclusion code 71 is corrected to 43.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue. All keys responded. The keypad cover was removed to investigate and contamination was noted under all keys.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses with increasing force to elicit a response. The reporter noted that the symbols on the keypad button were worn. The reporter denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.